Event description:
The pt reported that the down arrow button had to be pressed multiple times to elicit a response from the keypad. The button still clicks and springs back. The reporter denies damage to the keypad or exposure to water or cleaning solvents.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.